Event description:
The manufacturer became aware that a user alleges while using a bi-level continuous positive airway pressure device and heated humidifier the device shut off in the middle of the night, causing her to become short of breath and require hospitalization. The user is morbidly obese and has extensive pre-existing medical issues. The user was admitted to ICU and was diagnosed with blood clots in her lungs and leg. The user was discharged home on (B)(6) 2020 and did not use the bi-level machine that night and there was no shortness of breath reported. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the dreamstation auto bipap for investigation. The manufacturer does not confirm the user complaints of bipap had quit working. All patient therapy sessions were started and stopped with a manual button press. There were no logged error codes during usage dates. There were no operational issues found and the devices functioned as designed. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." Based on the information, the manufacturer is unable to confirm the complaint. No further action is necessary.